Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's principal reported via phone call hospitalization. Customer's blood glucose level was unknown. Customer was hospitalized due to diabetic ketoacidosis. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set . Unomedical infusion set.